Event description:
Information received by medtronic indicated that the insulin pump had a software error alarm. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 54 alarm noted during testing or could be found in the history files however, between (B)(6) 2021 and (B)(6) 2021 there were a total of nine pump error 53 alarms: (B)(6) 2021: one (1) pump error 53 (line number 24578 file number (B)(4)) alarm at 00:54 and one (1) pump error 53 (line number 1384 file number (B)(4)) alarm at 01:04. (B)(6) 2021: one (1) pump error 53 (line number 24578 file number (B)(4)) alarm at 13:00 and one (1) pump error 53 (line number 5632 file number (B)(4)) alarm at 13:00. (B)(6) 2021: one (1) pump error 53 (line number 24578 file number (B)(4)) alarm at 00:16. (B)(6) 2021: one (1) pump error 53 (line number 24578 file number (B)(4)) alarm at 16:21.(B)(6) 2021 : one (1) pump error 53 (line number 24578 file number (B)(4)) alarm at 18:27. (B)(6) 2021: one (1) pump error 53 (line number 24578 file number (B)(4)) alarm at 21:31 and pump error 53 (line number 5632 file number (B)(4)) alarm at 21:35. The insulin pump had several pump errors 53 - two variants: - pe53 was triggered due to abort exception (possible hw issue as per file ID=0; 5000 < file ID<32000; file ID>33000 or linenum= 0 or >10000)- pe53 was triggered when pump attempted to re-initialize/establish communication to the rf chip. - this is the sw issue. No evidence of pump error 54 was found. The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. The force sensor zero offset is within specification (22.5 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 53 (line number 5632 file number (B)(4)) and pump error 53 (line number 1384 file number (B)(4)) alarms are confirmed due to software errors. Pump error 53 (line number 24578 file number (B)(4)), (line number 24578 file number (B)(4)) and (line number 24578 file number (B)(4)) alarms are confirmed, faults isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.